Event description:
On (B)(6)2009 the pt reported that twice in the past week her infusion sets have come off of her skin in her sleep. She stated that she made sure the infusion site was secure before going to bed and the following morning it was completely removed from her skin. She does not know if the site was pulled out due to her activity while asleep and she does not recall if the adhesive lost its tack. No physiological effects were reported. The pt was sent replacement infusion sets, info on infusion site mgmt, and adhesive dressing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.